Manufacturer narrative:
Patient age at time of event was not provided. Initial reporter phone number was not provided. User facility phone number was not provided. (B)(4). This event is currently under investigation.

Event description:
While performing a right leg angiogram on a male patient in his 60's with hypertension and diabetes, the physician placed the cook 7 french 55 raabe sheath over the bifurcation (which was somewhat calcified and tortuous), when the hub separated from the sheath. The physician took the whole thing out and placed in another one and was able to continue the procedure. No further procedures were required. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, review of device history record, instructions for use (IFU), manufacturing instructions, specifications and trends was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the health risk assessment no further action is required.

Event description:
While performing a right leg angiogram on a male patient in his 60's with hypertension and diabetes, the physician placed the cook 7 french 55 raabe sheath over the bifurcation (which was somewhat calcified and tortuous), when the hub separated from the sheath. The physician took the whole thing out and placed in another one and was able to continue the procedure. No further procedures were required. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.